Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer reloaded the existing cartridge and was able to clear the alarm. The customer resumed insulin therapy.